Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer alleged that the insulin pump was under delivering insulin. The customer experienced hyperglycemia due to under delivery of insulin. The customer's blood glucose was 24.8 mmol/l at the time of incident. The customer¿s current blood glucose level was 21 mmol/l. The customer was treated with manual injections for high blood glucose levels. The insulin pump received and insulin flow blocked alarm. The insulin pump also received a pump error alarm during self-test but the customer was able to complete the rewind process. Troubleshooting was performed and the product will not return for analysis.